Event description:
Customer reports that three hba1c results are running low for a known diabetic pt. Controls run were out of range.

Manufacturer narrative:
Pt results were not reported and pt was requested to return to the facility for retesting.